Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod. The patient reports they had a seizure. The patient reports their controller would not respond to touch commands. As treatment, the patients spouse gave the patient glucagon. The patient was taken by ambulance to the hospital. Once at the hospital the patient was given a computed tomography (CT) scan as well as lab bloodwork. The patient was discharged from the hospital after 2 hours. The patient reports after this event their doctor changed some settings on their controller.

Manufacturer narrative:
The returned device was evaluated and the case description states that the user went to the ER after having a seizure caused by hypoglycemia. It was reported that the user's controller freezes up and there is a delay in response to touch. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering log files from the date of occurrence were overwritten due to continued use of the system. Inspection of the available android log files found no evidence of the controller freezing. The cause of the reported controller touch delay and freezing not be determined. Additionally, no evidence of an over delivery of insulin was found. The phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. The algorithm was found to suspend insulin suggestions when egvs were below 60 mg/dl and only suggested insulin when egvs were below 75 mg/dl and a sharp increase in egvs was predicted. This is expected behavior of the system.